Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was over 600 mg/dl. The customer complained of thirst and advised that he would treat with a manual injection. He stated that he changed his infusion set the day prior, and he observed that the blood glucose reading went from 126 mg/dl to 522 mg/dl. He noted that he was having problems with the device infusion set, and glucometer. He stated that he attempted to deliver a 10 unit bolus, but it stopped at 0.2 units inexplicably. Upon troubleshooting, it was found that an inaccurate bolus history was verified. Advised replacement of the insulin pump. The customer added that he took a shower and may not have connected the device back to his body. He stated that he was currently disconnected from the device but was unsure whether the infusion set had been in him at all. Nothing further reported.